Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was observed to be dislodged under the x-ray. The patient was asymptomatic. The lead was successfully repositioned. The physician also elected to reposition the right ventricular lead to achieve better r-wave sensing. The patient was stable post procedure.